Manufacturer narrative:
(B)(4). A follow-up report will be submitted once the investigation is complete. Patient information was requested.

Event description:
The customer reported the device restarts while in use. No patient harm was reported.

Manufacturer narrative:
(B)(4). Conclusion / root cause: the failure of c56 capacitor prevented the power supply from operating on ac power. This report is being submitted as part of the remediation for CAPA (B)(4).

Event description:
The customer reported the device restarts while in use. No patient harm was reported.